Event description:
The customer reported entire screen turns green partway through during maintenance involving an olympus laparoscope, gynecologic. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.